Event description:
According to the complainant, there was a crack in the locking mechanism. The device was replaced with another corflo cubby low profile gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The sample was returned with a crack in the locking mechanism. The root cause is undetermined.